Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a revision surgery with tfna augmentation for pseudoarthrosis. The pfna was removed, and it was replaced with the tfna long nail. Subsequently, augmentation was performed. The cement leaked from the tip of the femoral head. The guide pin was replaced on the blunt apical side of the guide pin as per the procedure manual, and the surgeon checked it. However, it was unclear whether the femoral head was perforated during the previous surgery or at the time of checking with the blunt end of the guide pin. The revision surgery was completed successfully without any surgical delay. The patient outcome was reported to be stable. The surgeon will follow up the patient during the period when the load is waived.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> the product was not returned. Based on the information available, no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. The investigation will be updated as applicable if additional information is made available. Device history review (DHR): product code:: 07.702.040s lot number: 3h53610 release to warehouse date:15.aug.2023 expiration date: 01. Aug.2026 supplier: (B)(6). Manufacturing site: werk selzach . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.